Manufacturer narrative:
. Additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the receiving inspection (ri) for viper2 straight rod480mm, cocr was conducted identifying that lot number gm43623 was released in two batches. ¿ batch1: lot were released on 30 jul 2015 with no discrepancies. ¿ batch2: lot were released on 03 sep 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that on an unknown date, the cocr rod broke after the pedicle substraction osteotomy procedure. No further information provided. Concomitant device reported: unknown screw (part# unknown, lot# unknown. Qty unknown) unknown set screw (part# unknown, lot# unknown. Qty unknown) this report is for one (1) viper2 straight rod480mm, cocr this is report 2 of 2 for (B)(4).